Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
Through medwatch, nkom became aware that the hospital reported that the patient was placed on an nkv-330 ventilator with a 100% fio2. The ventilator started alarming low o2 supply. The respiratory therapist (rt) assessed for leaks and reviewed the logs. The rt could not resolve the alarm. The rt stated the analyzed fio2 was reading between 79-93% on the ventilator. There was no harm to the patient as the patient's spo2 remained at 95-97%. The patient was removed from this ventilator and placed on another nkv-330 ventilator.